Event description:
The customer reported that the metal clip on the device broke off while in use during a laparoscopic cholecycstectomy. They were not able to locate the broken piece during surgery. Post-operatively, two x-rays were taken but they were still not able to locate the broken piece. The customer reports that there is no apparent injury to the pt.